Event description:
Boston scientific received information that this patient presented to the hospital one month post implant. The device was not pacing and interrogation was unsuccessful. Therefore, the device was removed from service. No adverse patient effects were reported.

Manufacturer narrative:
This product issue will be updated when the device is returned and testing has been completed.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Initial interrogation noted the device has no telemetry. The pulse generator case was removed and internal visual inspection noted electrical overstress damage around the high voltage (hv) capacitor connections and flex circuit arm. The flex circuit arm is bent upwards and has a crease in it. There is a solder ball between the capacitors and the flex circuit. There is also possible electrolyte leakage from the hv capacitors. The results show a hydrogen level of 4.74%. Visual inspection of the transformer noted no irregularities. The flex arm and insulator were removed from the hv capacitors. Visual inspection noted residue on the capacitors and insulator. The no telemetry condition was caused by a depleted cell. The cause of the cell depletion is electrical overstress damage to the circuitry. The exact cause of the electrical overstress damage could not be determined.